Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the coating on the insertion tube was found peeling off due to physical stress that was applied to the insertion section during user handling and caused the coating to peel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Instructions chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event which could have detected the phenomenon: inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope experienced air/water leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coat of the image guide pipe was peeled off (1 millimeter or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a connecting tube pinhole. The device evaluation also found that the suction volume did not meet the standard value due to a dent on the channel tube, the play of right/left knob was out of the standard value due to a dent on bending tube, an abnormal sound was made due to damage on angulation lever, the tube cleaning brush couldn't be inserted due to a crushed channel tube, light guide bundle had breakage, bending tube had a dent, control unit had a scratch, the connecting tube had a dent and a scratch, eyepiece had a scratch, venting connector under grip was shaved, upward/downward plate had a scratch, suction cover had a scratch, angulation level had a scratch, and the light guide bundle had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.